Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we are experiencing an unexpected or unexplained clinical results with the sst tubes. They are experiencing an elevation in potassium levels with the gold top sst tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we are experiencing an unexpected or unexplained clinical results with the sst tubes. They are experiencing an elevation in potassium levels with the gold top sst tubes."